Event description:
On (B)(6) 2010, the patient's family contacted baxter (B)(4) technical service center and stated that the patient was under examination because of suspected peritonitis. The following was additional information provided about the patient and the event by the patient's nurse. On an unknown date, the patient began dianeal-n pd-4 1.5% and extraneal therapies. On (B)(6) 2010, she developed peritonitis and was hospitalized due to the event. On an unknown date in (B)(6) 2010, the peritoneal dialysis (pd) effluent analysis revealed (B)(6). An unspecified antibiotic was administered for the event. On (B)(6) 2010, the event was resolved. At the time of this report, pd therapy was continued unchanged. The nurse believed that this event was not related to pd solution, because the event was caused by touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as this is for an unknown renal disposable product.